Event description:
On 11/7/2022, it was reported by a sales representative via email that an ar-1588tn-21 tightrope ii abs tail would not pass through the locking mechanism. This was discovered after passing the tightrope through the graft during a pcl reconstruction procedure on (B)(6) 2022. Surgeon completed the case using another ar-1588tn-21 tightrope ii abs, from a different lot number.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.